Event description:
No additional information.

Manufacturer narrative:
Investigation results: the complain of needle retraction failure was confirmed and the cause appeared to be manufacturing related. During manufacturing, adhesive is dispensed into the hub to secure the cannula. Station misalignment may cause the adhesive to pour on the outside of the hub which can then flow in between the needle hub and the grip or the button. This may cause partial/slow/ or no retraction. A vision system software is in place to mitigate the occurrence of this defect. Three photographs were provided for investigation. The photos show the button activated, but the needle remained fully extended. The catheter was not present on the needle and blood residue appeared to be present in the needle hub. The appropriate manufacturing personnel were notified of this complaint. A device history record review showed no non-conformances associated with this issue during the production of this batch.

Event description:
It was reported that bd insyte autoguard needle did not retract. The following information was provided by the initial reporter, translated from chinese to english: the needle cannot be automatically recovered during the injection process for patients.

Manufacturer narrative:
H.3. A follow up MDR will be submitted if additional information, a device evaluation, or a device history review is completed.